Manufacturer narrative:
This MDR references accriva diagnostics' complaint (B)(4) for the hemochron signature elite instrument, serial (B)(4). Accriva diagnostics has requested all data required for form 3500a. An instrument evaluation is anticipated. Results of the evaluation will be submitted as MDR 2250033-2018-00008 follow-up #1.

Event description:
A healthcare professional reported discrepant act results with two different hemochron signature elite and act-lr microcoagulation systems during a coronary stent placement. The therapeutic target act range was greater than 250 seconds. The elite and act-lr system ((B)(4)) reported an act result of 248 seconds, which was below the target range. The blood sample was re-assayed and the end user claimed that the act result indicated an adequate level of anticoagulation. A second hemochron signature elite and act-lr system ((B)(4)) reported a result of 303 seconds, thereby confirming that the act was within the therapeutic range. The procedure was completed and no adverse events were reported. Both liquid and electronic qc passed prior to the procedure.

Event description:
Follow-up #1.

Manufacturer narrative:
This follow-up MDR #1 references accriva diagnostics' complaint number (B)(4) and reports the results of the instrument evaluation performed on 04/112018. The actual device was evaluated. No failure detected when the device was tested with liquid qc and whole blood samples. Unable to confirm complaint. No failure detected, device operated within specification. None of the data that accriva was unable to obtain at the time of the initial MDR submission has materialized.